Event description:
Per the clinic, the device was explanted (date not reported) due to unspecified medical reasons. The patient was reimplanted with another cochlear device on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 17, 2022.